Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 51mg/dl at the time of incident and the current blood glucose level was 78mg/dl. The customer was declined with troubleshooting. Customer was treated with food. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did not contact their health care professional regarding the low blood glucose. Customer does not allege pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. The insulin pump will not be returned for analysis.